Event description:
The lens was observed cracked during insertion and during removing the lens, the capsule was observed torn. An anterior vitrectomy was performed. Unknown if the product caused the capsule tear.